Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source is having signal loss. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and additional information obtained from the customer. Additional information added to fields: b5, e2, e3, g2 (added selection), h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned for evaluation and the reported issue could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The reported issue occurred during an unspecified exam. In a ten minute video, the "signal loss" message occurred four times for 3-12 seconds. This caused the procedure to be prolonged but it was completed. It was further clarified that the screen image was blank when the message, "signal loss", displayed.